Event description:
Patient 2 of 2. A healthcare professional reportedly experienced an act+ out of range high (oor-h) error displayed on the hemochron signature elite system. The patient was being monitored for heparin administration during a cardiopulmonary bypass procedure. In the middle of the surgery, the act+ result reported >1,005 seconds (oor-h). This result was inconsistent with the patient's status and other act+ tests reported during the case. The surgery was completed without further incident. The hemochron signature elite and act+ system passed electronic quality control and liquid quality control tests prior to the surgery. No technique or sample handling variances were noted. No adverse events were reported.

Manufacturer narrative:
(B)(4). Cuvette lot #b4jac063. Patient 1 of 2 was reported under MDR 2248721-2014-00037. Method: ncrs were identified for this instrument; however, they are unrelated to the complaint. Cuvette device history records were reviewed and found to meet specifications. The health care professional reportedly continues to use the device with no further reports of out of range results.